Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned in good visual condition. The device was tested and it was verified that the device was nonfunctional. The device was disassembled and the blade was cracked at the pin hole under the sheath of the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached how the damage to the device occurred.

Event description:
It was reported that, during an unknown procedure, the device gave a solid tone. There was no pt consequence. Unknown how the case was completed.